Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) had reached the recommended replacement time (rrt) and was replaced. Chronic high thresholds were noted for the associated left ventricular (lv) lead during device interrogation prior to the procedure but no lead revision was planned. After the device changeout procedure the patient was experiencing phrenic nerve stimulation. Device interrogation revealed intermittent capture for the lv lead at maximum output and at times when the lv lead did capture, the patient felt the phrenic stimulation. It was also observed that the lv lead impedance had dropped significantly and the physician suspected the lead had pulled back from the target location into the main coronary sinus. The lead was programmed off and no revision was planned at the time. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 implantable tachy lead: (B)(6) 2008; a 383059 implantable pacing lead: (B)(6) 2008; dtba1d1 implantable cardioverter defibrillator: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.